Event description:
Material no: 382512 batch no: 8353966 it was reported that after use of the insyte autog bc yel 24ga x 0.75in the needle initially failed to retract when the safety button was pressed, but then retracted approximately two minutes after being removed from the patient. The following information was provided by the initial reporter: event description per attached global complaint form states, "the needle did not retract when the safety button was pressed. According to the nurse, roughly 2 min after removing from patient, the needle retracted by itself." Information provide by customer on attached emails states, "we had one needle not retract after use according to one of the infusion nurses at the regional cancer center. It apparently retracted about 2 min after pushing the safety button."

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 382512, batch no: 8353966. It was reported that after use of the insyte autog bc yel 24ga x 0.75in the needle initially failed to retract when the safety button was pressed, but then retracted approximately two minutes after being removed from the patient. The following information was provided by the initial reporter: event description per attached global complaint form states, "the needle did not retract when the safety button was pressed. According to the nurse, roughly 2 min after removing from patient, the needle retracted by itself." Information provide by customer on attached emails states, "we had one needle not retract after use according to one of the infusion nurses at the regional cancer center. It apparently retracted about 2 min after pushing the safety button."